Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. When the device did power up, it was in the wrong mode. Complainant indicated that there was no pt involvement in the reported malfunction.